Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microlance¿ 3 needles barcode is unreadable. This was discovered before use. The following information was provided by the initial reporter: the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode.

Event description:
It was reported that bd microlance¿ 3 needles barcode is unreadable. This was discovered before use. The following information was provided by the initial reporter: the barcode on the box (first packaging level) as well as the outer carton is broken into 2 rows instead of being displayed in 1 row. Consequence is that their scanner cannot read the barcode.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.